Event description:
Caller states that she ate and then tested 439mg/dl and 150mg/dl within 10minutes. No adverse event reported and no treatment received. She also reports she tested in the high 300's mg/dl and retested again at a result in the 200's mg/dl. Exact results not provided. No quality controls were used. Requested return of suspect device and replacement was sent.